Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown constrained liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient was revised due to constrained liner dislocating 2 weeks after implantation. Right hip.

Manufacturer narrative:
An event regarding dissociation a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the disassociation as the returned device showed the metal head was dissociated from the poly liner. No additional damage was exhibited. Medical records received and evaluation: not performed as patient medical records were not provided. Device history review: there have been no similar previous reported events for this lot ID. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no patient medical records were provided for review. It was noted that the patient had poor bone stock due to cancer. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to constrained liner dislocating 2 weeks after implantation. Right hip.